Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed. The event can be prevented by following the instructions for use which state: the events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that glue was coming out of the biopsy channel of the gastrointestinal videoscope. The issue occurred during a therapeutic procedure (gastroscopy to glue fundal varix). The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.